Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6)-xxxx was used based on age of patient no product or photo was returned by the customer. The customer complaint of "the filter began to backflow leaving 5-6 inches of air at the distal end of the line" could not be verified due to the product not being returned for failure investigation. A device history record review for material # 20027e and lot # 25019336 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite extension set had flow issues. The following information was received by the initial reporter with the following verbatim it was reported by customer that the filter began to backflow leaving 5-6 inches of air at the distal end of the line.